Event description:
It was reported that patient presented over merlin transmission with non-sustained vt/vf episode. Analysis of the episode showed oversensing of emi leading to loss of ventricular support. Patient was asymptomatic and does not recall being around any potential sources of emi. Programming change was made. On 4/2/2107, another transmission was presented showing one episode of ventricular noise. The egm revealed true ventricular and atrial lead noise indicating emi. Patient is well and will be monitored.